Manufacturer narrative:
It is more than likely that the crack on the vial rim of the customer-returned test strips could have contributed to the high readings because of the sensitivity of the strip chemistry to moisture exposure. The retention test strips performed within specifications with no cracks seen.

Event description:
End user called to complain of getting high readings when testing the blood glucose test strips with glucose control solution. Trouble shooting by phone showed the strips were giving high readings to the user. The strips were replaced and the defective ones were returned to us for eval.